Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the patient's left hip was implanted with a titanium acetabular cup. It is further alleged that she began experiencing discomfort, increased left hip and groin pain, and diagnostic workup revealed device loosening. She was taken back for revision surgery on (B)(6) 2017 and it is alleged that "during the surgery, the acetabular cup was easily removed. It was noted to be 'grossly loose with only soft tissue attachment.'"